Manufacturer narrative:
No service was requested. The ventilator was investigated by a third party service provider who reportedly replaced the air gas module. The replaced part was not returned for investigation and no ventilator logs were provided. Due to lack of replaced part and ventilator logs, the root cause of the failed pressure transducer and flow transducer tests during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).